Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior tibial artery (pta) using a ruby coil lp, a lp system detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed and detached two ruby coil lps into the target location using the handle. While making multiple attempts to detach another ruby coil lp into the target location using the same handle, the ruby coil lp would not detach. The physician did not attempt to manually detach the ruby coil lp. While retracting the ruby coil lp, the embolization coil detached within the lantern. The lantern containing the detached embolization coil was removed. The procedure was completed using another ruby coil lp, the same handle, and the same lantern. There was no report of an adverse effect to the patient.